Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital for ra lead replacement due to noise. Noise was not reproducible. The lead was disconnected and a new lead implanted. The physician could not find a location to place the new lead. The lead was explanted and the old lead was reimplanted. The patient was asymptomatic before the procedure and will continue to be followed normally.